Manufacturer narrative:
Analysis: an intraoperative trans-esophageal echocardiogram shows that the stents of the valve appear bent inward. Without product return, however, a thorough investigation can not be completed at this time, and the underlying root cause can not be determined. Conclusion: no definitive conclusions can be drawn regarding the performance of this product, as the device was not returned for analysis. An intraoperative tee suggests that the stents of the valve appear bent inward, which may have impacted the performance of the product. Return of the valve is anticipated. Upon receipt, a thorough evaluation will be performed, and this report will be updated.

Event description:
Medtronic rec'd information that following implant of this valve, the demonstrated severe insufficiency. An intraoperative echo was obtained, which appeared to demonstrate intra-annular insufficiency. No perivalvular leakage was observed. The aorta was reopened, and the valve was examined. No visual anomaly was observed. The decision was made to explant and replace the valve. The replacement valve functioned acceptably. However, as the chest was closed, the pt's rhythm became bradycardic, and the pt's hemodynamics became unstable. The decision was made to reopen the chest, pack the chest in a sterile fashion, and transfer the pt to the ICU. The pt remained in the ICU for approx 48 hrs. At this time, the patient's hemodynamics improved, and the pt was returned to the ICU. The chest was closed without reported complication. Visual evaluation of the explanted valve noted that one of the leaflets exhibited decreased mobility. It was reported that the valve would be returned for analysis. No additional patient complications have been reported.